Event description:
It was reported that sensor was faulty. It was reported that when sensor was inserted transmitter did not blink. When sensor was removed, cannula was not attached. Sensor would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.